Event description:
It was reported that while using a drill tap during a spinal procedure at c2/7, the drill went through the vertebral body and damaged the vertebral artery. The pt was reportedly doing well after the procedure.

Manufacturer narrative:
Dvice was not returned to the manufacturer for evaluation. Unable to determine the cause of the event.